Manufacturer narrative:
Patent identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device history lot: part: 07.702.016s, lot: 0d53340, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: sep. 01, 2020, expiry date: apr.01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent for a surgery. During the surgery, at the injection of vertecem v+ with synject delivery system in th7, the cement was not as visible in x-ray as usual. The surgery was completed without delay. The patient outcome was stable. Concomitant device reported: synject cement delivery system (part # 03.702.517s, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) vertecem v+ cement kit. This report is 1 of 1 for (B)(4).